Event description:
It was reported a patient had an abdominal procedure performed through a mid line anterior abdominal wound. The wound was closed with sutures. The patient presented with discharge from the lower end of their mid line incision. Examination revealed a sinus track with discharge of purulent material. The diagnosis of a stitch granuloma was made. Patient was subsequently taken to the operating room and underwent exploration of their mid line wound. At surgery, the suture was noted to be intact. Extensive granulation tissue had formed around the suture with the suture material running in a "granulation tunnel". The surrounding tissue was quite hard with and intense fibrotic reaction. The suture line was revised with excision of the granulation tunnel and scar tissue.